Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd insyte¿ autoguard¿ bc shielded IV catheter's needles went through the catheter.verbatim: based on the image, was the needle going through the catheter after not advancing?yes.

Event description:
It was reported that 3 of the bd insyte¿ autoguard¿ bc shielded IV catheter's needles went through the catheter. Verbatim: based on the image, was the needle going through the catheter after not advancing? Yes.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs for evaluation. Bd received two photographs which displayed an insyte autoguard bc 20g unit from lot number 3156754. The second photograph displayed the unit with the needle protruding through the side of the catheter near the catheter tip. It was reported that the catheter was punctured by the needle after experiencing advancement complications therefore it is likely that the damage occurred during the venipuncture attempt when reinserting the needle. As the unit was used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. Please refer to the IFU(instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A needle spear through may also occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.